Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the initial report indicated that the blinking emergency lamp indicator was confirmed. However, the blinking emergency lamp indicator was not able to be confirmed. Error e207 was confirmed to have occurred due to an accumulation of dust and dirt. However, the definitive root cause of the blinking emergency lamp indicator could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, a e207 (emergency lamp error) occurred on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered minor cosmetic damage, had a updated power switch, there was dust and debris buildup and a non ¿ olympus lamp of 500 or more hours. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.